Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
D1, d4, and g4 have been corrected in this report. Medical device problem code 1260 is incorrect. It has been corrected in this report to 2408. Investigation findings codes 3252 and 3243 are incorrect. It has been corrected in this report to 3221.